Event description:
It was reported that prior to use with bd pen ndl 32ga 4mm the non patient end of needle was broken. The following information was provided by the initial reporter, translated from japanese to english: a patient reported to the pharmacy that the needle npe had been broken before use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: investigation summary : one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use with bd pen ndl 32ga 4mm the non patient end of needle was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: a patient reported to the pharmacy that the needle npe had been broken before use.